Event description:
Rv lead extraction due to high impedences indicating fracture. Procedure: ICD rv lead extraction, and new rv lead implantation. Operation performed: fluoroscopy of ICD system in situ. Explantation of viva xt crt-d dtba1d1 pulse generator at left submuscular infraclavicular. Extraction of rv lead 6949. Testing of retained pacing leads: atrial lead mdt 5076, 45 cm. Left ventricular lead mdt 4194, 78 cm. Implantation of right ventricular lead 6947, 65 cm. Reimplantation of same viva xt crt-d dtba1d1 pulse generator at left submuscular infraclavicular.